Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 and was having frequent power cable disconnect alarms while connected to batteries and the mobile power unit. Clips were switched, connections were cleaned, and there was no visible damage to the power leads. The log file captured random power cable disconnects not associated with power source changes. These occurred on battery power only and showed the white power lead to be disconnected. The patient was issued a new controller which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log file. The system controller (serial #: (B)(4)) was returned for analysis and a log file was submitted for review and a log file was downloaded for review. A review of the log files showed overlapping events spanning approximately 5 days ((B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during lab testing at abbott. Beginning on (B)(6) 2022 at 17:14:38 ¿ (B)(6) 2022 at 11:56:25, intermittent atypical power cable disconnect alarms occurred while connected to the battery power on the white power lead. The alarms cleared shortly after activating. On (B)(6) 2022 at 13:52:41, the driveline was disconnected for a system controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported alarms were unable to be reproduced during testing. Additional provided information communicated on (B)(6) 2022 stated that exchanging the system controller resolved the event. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.